Event description:
It was reported that patient had recent onset of pain, blood test and aspiration were negative for infection. Liner and head were removed, washout performed, specimens taken no obvious infection.

Manufacturer narrative:
The associated r3 xlpe acetabular liner and oxinium femoral head were not returned for evaluation. Therefore, a product analysis could not be conducted. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual products involved, our investigation of this report is inconclusive. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.